Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit serial # (B)(4). Customer called in for help on 8100 unit has error patient side occlusion fails which has to do with the pressure sensor on the unit before called in customer had try to run the calibration on the sensor fails with same error. First he will need to replace the pressure sensor for the patient side which is the bottom sensor but he can replace both want hurt. Once he replace the sensor run calibration on the unit make sure all four test passes. Confirm part number for senors.